Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheters blood control valve did not engage. This occurred with 4 catheters during use. The following information was provided by the initial reporter: the blood control valve in the cannula does not engage. When it does not engage blood flow from the cannula is initiated and requires pressure on the vein to stop the flow. Several staff over a period of 2 weeks have had repeated incidents approx. 4 incidents in total.